Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary. Evaluation of the valve was not conducted as the valve was not returned for evaluation. Returned were five fragments of host tissue. Some of the fragments had subvalvular apparatus. One of the fragments was ring shaped. Calcification was observed on some of the fragments as seen on x-ray image. Origin of returned host tissue is unknown. Additional manufacturer narrative: customer report of "av separation" could not be confirmed through visual observations.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device have been unsuccessful. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. Based on the information received the cause cannot be determined; however, patient factors and surgical technique may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 29mm mitral valve was explanted at implant due to av separation. Per obtained medical records, the patient presented with severe mitral stenosis, moderate aortic stenosis/insufficiency, and moderate to severe tricuspid regurgitation. "Intraopeartvily", the mitral annulus was inspected and there was no significant calcification and the 29mm mitral valve was implanted. A 23mm valve was successfully implanted in the aortic position. A 28mm ring was implanted in the tricuspid position. Upon cross clamp removal, there was blood coming from the posterior aspect of the heart. The heart was rearrested and the mitral valve was explanted. There was clear ventricular atrial separation along the right commissure extending around posteriorly along the medial aspect around p3 and p2. The defect was repaired and a 27mm non edwards valve was implanted. Rv and lv function wer quite poor, therefore an intraaortic balloon pump was placed. The patient was then transferred to the intensive care unit in critical condition. The patient was taken back to the or on pod #1 due to a significant bleeding along the aortotomy as well as along the chest wall, significant bleeding was noted from the previous av separation. The patient's lv and rv function were poor and subsequently central va ECMO was performed. The CT head showed devastating hemorrhagic conversion of right hemispheric ischemic stroke on pod #4. The patient expired on pod #10.